Manufacturer narrative:
One zimmer replacement screw was returned for inspection. A visual inspection revealed signs of wear from use about the threads and internal drive feature. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems 4894i rev 3-07/09. Seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Probable causes for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: report date. Describe event or problem. Brand name. Catalog number.date received by MFR. Additional 510k number: k011038. Type of reports. If follow up, what type? Device evaluated by manufacturer? Evaluation codes. Additional 510k number: k011038.

Event description:
The doctor reported that the replacement screw (gpcas) loosened. The screw was removed.

Manufacturer narrative:
Patient's age, date of birth and weight not provided/ unknown. Event date not provided/ unknown. Device lot number not provided/unknown.

Event description:
The doctor reported that the replacement screw (mhlas) loosened. The screw was removed.